Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-03846 and 1627487-2020-03847. It was reported the patient had the scs system explanted approximately four years after the implant because according to the patient "never had effective therapy". Reportedly, the patient stated reprogramming of the scs system was done, but it did change the stimulation therapy.